Event description:
No additional information.

Manufacturer narrative:
Photos received for investigation. Through visual inspection a syringe is displayed on the pump, no defects or issues observed. Physical sample is required to further analyze. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 5ml s/su was volumetrically inaccurate. The following information was provided by the initial reporter translated from spanish to english: "the head nurse states that she observes that the bd syringes have a very pronounced tip in the plunger so it leaves 1 cc of medication in the syringe, therefore the complete medication cannot be administered and that this inconvenience has been presented for 1 month."